Event description:
It was reported that a sagittal saw attachment overheated during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without and eval of the device. Additional info will be submitted if the device is received.